Event description:
It was reported that during a stenting treatment procedure, stent dislodgment occurred. The lesion being treated was located in the severely calcified common iliac artery. Te physician advanced a 38 x 2.75mm 8.0x40x75cm express ld stent delivery system (sds) to the target lesion. However, the stent dislodged and was deployed a little bit out of position. The procedure was completed by implanting another of the same stent to cover the lesion. No complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).